Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, there was air ingress during insertion of the sheath into the balloon catheter . The sheath was replaced and the procedure was completed with the console. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the sheath was returned and analyzed. Visual inspection of the sheath showed that the device was intact with no apparent issues. Air aspiration was reproduced when a test catheter was introduced through the sheath. A dissection showed that the hemostatic valve was leaking. In conclusion, the reported air aspiration was confirmed and reproduced when a test catheter was introduced through the sheath. The sheath failed the returned product inspection due a hemostatic valve leak.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.